Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. The vessel morphology at the time of implant was reported as there was excessively tortuous and hard with calcium in the iliac arteries. The contralateral limb was on the left side. It was reported that the patient presented on with back pain two months post initial procedure. A recent angiogram revealed that the left common iliac artery was occluded all the way to the flow divider. The left iliac limb measured 9 mm in diameter and 10 mm diameter contralateral limb that was originally implanted, did not appear to have fully expanded. The physician performed a thrombectomy procedure and the blood clot was removed, then the distal end of the stent graft was modeled with a pta balloon and stented with a balloon expandable bare metal stent. Blood flow was restored and the patient had good pulses. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related: calcified and tortuous iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: calcified and tortuous iliac arteries).